Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va15bn3, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. Product ID neu_unknown_ext, product type: extension. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). The rep reported that the patient had symptoms of infection at the extension site on the left side as well as the pocket that the lead had been tunneled to on the right side. The lead was on the left. The rep reported that foul odor and drainage was present. The rep reported that the hcp staff reported concerns that the patient had showered and saturated the dressing. The rep reported that the decision to explant was made by the hcp. The rep reported that the lead removal was completed, treatment with antibiotics to be done and possible plan to implant in the future to be considered. The rep reported that the lead was sent to the lab for further testing, like culture.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.